Event description:
It was reported that a patient implanted with a preloaded intraocular lens (iol) in their left eye was not satisfied with their visual acuity as the far vision was not clear. An explant was performed. There was no delay in treatment or other interventions performed. Patient felt better after the explant. No further information was provided.

Manufacturer narrative:
Section a2: date of birth: 1960, as customer only provided the year. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.